Manufacturer narrative:
Approximate age of device ¿ 1 day. Manufacturer's investigation conclusion: it was reported that the device would not be returned for evaluation. A direct correlation between the device and the reported events could not be determined. Renal failure, hepatic dysfunction, hemolysis, bleeding, and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient developed acute renal dysfunction on (B)(6) 2016 after lvad implantation and re-thoracotomy. Furosemide therapy was started. An arterial-blood gas (abg) test showed ph at 7.283. The patient underwent hemodialysis on (B)(6) 2016 due to serum creatinine at 2.18 mg/dl and glomerular filtration rate of 32.9 ml/min. The patient developed hepatic dysfunction and elevated lactate dehydrogenase levels, and subsequently expired on (B)(6) 2016 due to right heart failure. No additional information was provided.